Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was used to place the initial clip and it worked fine. On the second firing, the handle would not close. The device jammed. They attempted to remove the device from the trocar and had difficulty due to not being able to close the handle. It was eventually removed. Another device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.